Manufacturer narrative:
Product analysis: service and repair could not test the unit due to the corrosion on the handpiece and motor seized. All the internal parts were broken. The unit is not running and couldn't verify the excessive heat. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece was getting hot. Event found intra-op. There was no patient impact as they switched the unit out.